Event description:
It was reported that this right atrial (ra) lead exhibited an alert for out of range impedances during a generator changeout procedure. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for out-of-range impedances during a generator changeout procedure. This lead remains in service. No adverse patient effects were reported.